Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was blood leakage or other sample leakage from the device and failure of product to contain blood. The following information was provided by the initial reporter. The customer stated: "the needle is disengaging from the hub when changing tubes and there is splatter of blood." The customer reported there was no blood exposure, injury, or medical interventions required.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to hub-collar separation as all samples met specifications. An additional 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 10 tubes, and no issues were observed relating to leakage / splatter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes hub-collar separation and leakage / splatter. Bd was not able to identify a root cause for the indicated failure modes.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was blood leakage or other sample leakage from the device and failure of product to contain blood. The following information was provided by the initial reporter. The customer stated: "the needle is disengaging from the hub when changing tubes and there is splatter of blood." The customer reported there was no blood exposure, injury, or medical interventions required.